Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, 4 resolute integrity drug eluting stents were implanted in the coronary artery. Post procedure, patient suffered myocardial infarction the following day. (B)(4) adjudicated event as myocardial infarction.